Event description:
It was reported that the user experienced continuous glucose monitor (cgm) signal loss and pairing failure between the dexcom g6 and the ilet, during which the ilet displayed "high" and the dexcom showed a blood glucose of 400 mg/dl; the ilet was subsequently paired to the ilet app, the transmitter code was reentered, and the g6 reconnected, after which the ilet delivered correction insulin doses. Investigation included technical troubleshooting and user education performed remotely. Further investigation of this case revealed that reestablishing cgm pairing and connectivity resolved the issue and enabled the ilet to respond appropriately with correction dosing. The user reported symptoms included anxiety which may be associated with hyperglycemia without reported physical complaints. Outcomes included restoration of cgm connectivity and automated insulin corrections with the expectation of return to target range. It was concluded that the event was related to cgm pairing and signal loss, with device function restored after reconnection, and no further adverse outcomes were reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.